Event description:
Customer reported a temperature alarm 11 occurring while the pump was charging, but there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was using tandem charging supplies at the time, and it was confirmed that the pump was under warranty. Tandem technical support decided to replace the pump through an RMA process. The customer was instructed on and understood how to put the pump into storage mode before returning it and planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The customer agreed to return the problematic pump using the provided pre-paid label within 10 days.